Manufacturer narrative:
Concomitant medical products: 500ml hospira bag ndc 0409-7983-03, lot 70-714-fw, exp: 1 oct 2018, 0.9% sodium chloride; non-cfn-bd secondary set; 250ml hospira bag ndc 0409-7983-02, lot 68-021-jt, exp: 1 aug 2018, fosaprepitant and ns; 10ml bd syringe ref 306546, lot 6158768 exp: 2019-05, 0.9% sodium chloride injection; therapy date: (B)(6) 2017. The customer¿s report of a leak from the hub was not confirmed. Visual and magnified inspection observed no anomalies. Functional and pressure testing was performed; no leaks or any issues were observed. The root cause was not identified.

Event description:
The customer reported that fluid leaked from the "hub" of the primary tubing during an adriamycin infusion. There was no report of patient harm.